Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the patient's esophagus. The trocar pin did not penetrate the tissue. No serious injury to the patient was reported.

Manufacturer narrative:
.